Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the patient did not like the placement of his pump and had difficulty pumping based on location of the pump. During the surgery, the physician found an abscess and pus in the scrotum. The abscess treated by a wash out with irrigation